Event description:
Per the surgeon's report, this pt has had 3 episodes of partial extrusion of the receiver/stimulator. The 1st occurrence dates back to nov 2000 and resulted in a revision surgery. The second occurance time frame and resolution method is unk. The 3rd episode resulted in the explantation, which occured in 2005. A new device was implanted during this surgery.